Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the fiber tip was detached and not returned. Therefore, the glass cap level of devitrification could not be confirmed. The reported event was confirmed. The fiber was tested with hene (helium-neon) laser fixture, and there were no signs of breakage along the fiber length. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed fiber tip detachment is consistent with a fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted fiber tip detachment/separation. The interaction between the user and device caused or contributed to the observed fiber tip damage. According to the device instructions for use (IFU), if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip detached inside the patient after 26,578 joules of fiber use. The detached fragment was removed with a foreign body clip. The fiber was replaced, and the procedure completed without patient consequences. It was noted that between the two fibers, a combined total of 110,645 joules with 33 minutes and 9 seconds were expended during the procedure.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip detached inside the patient after 26,578 joules of fiber use. The detached fragment was removed with a foreign body clip. The fiber was replaced, and the procedure completed without patient consequences. It was noted that between the two fibers, a combined total of 110,645 joules with 33 minutes and 9 seconds were expended during the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.